Event description:
The customer complained that the discharge switch of three internal paddle assemblies were jammed in the "on" position following a sterilization cycle at 134 degrees (celsius) for 18 minutes. The customer also reported that the internal paddle rubber switch button cover of a fourth paddle assemblies had split open after one sterilization cycle. A jammed discharge switch could prevent the device from delivering defibrillation therapy to a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided replacement devices to the customer. Physio will evaluate the replaced devices upon return to redmond. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.